Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿does body mass index affect clinical outcome post-operatively and at five years after primary unilateral total hip replacement performed for osteoarthritis? A multivariate analysis of prospective data" written by a. M. Davis, a. M. Wood, a. C. M. Keenan, I. J. Brenkel, and j. A. Ballantyne published by the journal of bone and joint surgery accepted on may 11, 2011 was reviewed. The article's purpose was to examine the effect of bmi on medium-term outcome in a cohort of 1617 patients who underwent primary thas for oa utilizing cemented stems including 356 patients with a charnley prosthesis, 211 with a charnley elite prosthesis, and 1050 with a competitor stem. Each charnley component had a charnley head and all acetabular components were cement charnley all-polyethylene ogee cups. 623 patients were male and 994 patients were female with a mean age of 69. Findings: adverse events after tha within 5 years: 42 patients had dislocations, 39 patients required revision for unknown reason, 15 patients had deep infections treated via revision, 83 patients had superficial infections, post-operative pain was also indicated on the short form-36 score. Components: femoral components: charnley (356), charnley elite (211), or competitor (1050) cemented stems secured with unknown cement. The charnley stems were paired with depuy 22mm heads and the competitor stems were paired with 32mm competitor heads. All cups are charnley ogee cemented all polyethylene cups secured with unknown cement.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1 - country code.